Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed a falsely elevated ca19-9 result on the architect i2000sr analyzer. The following data was provided: sid (B)(6), initial 181.55, repeat 44.70, 25.78, 28.31, 29 u/ml. There was no impact to patient management reported.